Event description:
The patient was reportedly experiencing migraines and pain at the implant site. It was previously determined that the migraines was not device related. However, the patient was explanted.